Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm. On (B)(6) 2024 , the patient was at the clinics for a non-diabetes related treatment when this event happened. He went to his room, fainted and was found by the staff. There were no previous symptoms experienced. The bg reading was 23 mg/dl. Either cgm value was incorrect or notifications did not work correctly. The patient was treated with glucose and recovered quickly. At the time of the report the patient was okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.